Event description:
A caller reported that their pump malfunctioned, resulting in hospitalization. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. Customer reverted to an alternate method of insulin delivery.